Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardioverter defibrillator experiencing post paced t-wave oversensing. No action had been taken. The patient was stable.